Event description:
It was reported that during the procedure for treatment of an acute hepatic artery pseudoaneurysm, a 4.0x16 otw graftmaster stent was advanced from treatment. Although ease of handling was reported as excellent, the vessel was too tortuous and the stent could not be deployed in the exact location of the pseudoaneurysm. The stent was implanted; however, surgical intervention was required to completely seal the pseudoaneurysm. There were no additional complications or adverse events due to the graftmaster stent system. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.